Event description:
It was reported that the device had a motor locked, remove all power message displayed. The pump was inoperative after the error message. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Unique identifier (UDI) and 510k are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact and no physical damage was found on the device upon receipt. An error code was found in the ehl (event history log). The customer reported issue was not confirmed during the investigation. Root cause of the reported issue is unknown as no fault was found, but a defective gear motor could be a possible cause. Replace the gear motor as a preventive action. The product is beyond 2 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service previously.